Event description:
It was observed during device evaluation that the distal end of the bending section of the cystonephrovideoscope had become detached, and the adhesive on the bending section was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was determined to be an expected or random component failure, with no evidence of a design or manufacturing issue. The chipped adhesive is attributed to degradation resulting from normal wear mechanisms such as aging, permeation, corrosion, or material breakdown over time. The detachment failure is attributed to stress-related damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.